Manufacturer narrative:
This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4), upon removal of the restorative abutment from the implant, the hexagonal part of the abutment remained in the implant body separate from the rest of the abutment. Restoration was spinning in the mouth.